Event description:
Follow-up information received that bleeding and laceration were noted at the beginning of the procedure and the physician removed the scope immediately and saw the defect in the scope. The device malfunction was noted after the procedure, when scope was removed. A near circumferential laceration in the rectum was reported. Two clips were applied to control bleeding. The scope was visually checked, suction, air tested and white balanced with no issues noticed. Scope was used the day before on patients with no issues. The patient current condition and pre-existing patient conditions were unknown. It was reported that the procedure was a diagnostic screening colonoscopy, and the patient was discharged home.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (a2, a3, b5, d8, d9, e2, e3, g2, h3, and h4). The device was evaluated by olympus, and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the joint between passive bending section and bending tube peeled off by some reason, which led to the suggested event. Since defective bending section was repaired by a third-party agency, olympus could not deny the relation between the repair by the third-party agency and the suggested event. Since olympus could not review information on device repair, the investigation could not be investigated in detail. The root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: - 3.2 inspection of the endoscope. - prohibition of improper repair and modification- "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope insertion tube and bending rubber unraveled, causing wire to be exposed and peeled off. It exposed the metal internal parts which cut the patients mucosa. Lacerations were reported to be present in patient's rectum. As such, the procedure was stopped and cancelled. No perforation was present. Follow-up was conducted for patient outcome and procedure details and pending further information.